Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.